Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors on the rv lead were observed via x-ray. No electrical problems were noted. The lead was capped and replaced on (B)(6) 2016. Patient was stable post procedure.